Event description:
The manufacturer received information alleging a ventilator displayed a "vent inop" alarm. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging a ventilator displayed a "vent inop" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer service center for evaluation and they inspected the device internally and externally they could not confirm the customer complaint. There was one error ( e-110 ,evt_motor_shutdown) found. The manufacturer concludes, the device did not generate a vent inop condition and operates properly.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator displayed a "vent inop" alarm. Related to a ventilator's sound abatement foam. The ventilator was returned to the manufacturer service center for evaluation and they inspected the device internally and externally they could not confirm the customer complaint.there was one error ( e-110 ,evt_motor_shutdown) found. The manufacturer concludes,the device did not generate a vent inop condition and operates properly.